Event description:
On 09/04/2025, it was reported that the user experienced hyperglycemia with a peak of 356 mg/dl for more than 90 minutes. The was seeking guidance and was advised that the ilet corrective algorithm would continue dosing to bring blood glucose (bg) into range. At follow-up on (B)(6) 2025, the patient confirmed that bg had stabilized and returned to range. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.